Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, the guidewire lumen was crushed, stuck and the balloon could not be pulled out. The device was pulled out together with the guidewire and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reported address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluate by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. Device to device interaction test was performed by inserting a test guidewire into the device. The test guidewire was able to pass through the device with no issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the froze on wire and found no damage that may have contributed to the reported event.

Event description:
It was reported that removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, the guidewire lumen was crushed, stuck and the balloon could not be pulled out. The device was pulled out together with the guidewire and the procedure was completed with a different device. There were no patient complications nor injuries reported.